Manufacturer narrative:
(B)(4). The customer reported the device failed to power up. There was no pt involvement. The local philips rep evaluated the device. The local philips rep confirmed the malfunction and resolved the malfunction by replacing the power supply.

Event description:
The customer reported the device failed to power up. There was no pt involvement.